Manufacturer narrative:
(B)(4). Batch t5a051. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws did not open after the first firing with a white cartridge on the pulmonary artery. The manual override lever was used, but the issue was not resolved. Then, the surgeon pushed the firing trigger several times, and the jaws opened. There was no difficulty in the firing. The staples formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a051. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.